Event description:
It was reported that a distributor received a twisted plug driver in a replacement order. This was discovered outside of surgery and no patient was present. No information associated with the event occurrence is available.

Manufacturer narrative:
H6 additional investigation type code: 4109. Corrections in g1. Additional information in h6: component, investigation type, findings, and conclusions. Inspection the device was not returned, however photos were provided which show that the device has tip deformation. The device was a replacement for a previously fractured plug driver, and the tip deformation was discovered upon opening the box for the restock shipment. DHR review the lot number was not provided, so the DHR was unable to be reviewed. Potential root cause a definitive root cause cannot be determined with the information provided. This event could possibly be due to error during inspection. Device usage. This device is used for treatment. A follow-up report will be sent if additional information is obtained that adds value to the relevant content of this report.

Event description:
It was reported that a distributor received a twisted plug driver in a replacement order. This was discovered outside of surgery and no patient was present. No information associated with the event occurrence is available.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.